Event description:
Information received from the (B)(6) clinical database.treatment of a left unruptured internal carotid artery (ica) aneurysm measuring 7.7mm x 3.48mm. Four days post pipeline procedure, it was reported that the patient experienced right sided weakness in the arm and leg.no other complications were reported with the patient as a result of the procedure and these issues subsequently resolved on (B)(6) 2012.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)